Event description:
It was reported that the customer had a reset alarm issue on the insulin pump. The customer's blood glucose level was 127 mg/dl. The customer was advised that the insulin has been set to factory settings. The patient was advised that the alarm may be caused by manually clearing insulin pump settings, without power for an extended period of time, or with in 5 hours of inserting a battery in a new or replacement insulin pump. The customer was advised to disconnect from the insulin pump and assisted with setting the time and date. The customer stated that they did not used the "clear settings" feature in the "user settings" menu. The patient stated that reset alarm did not occur within 3 minutes of unsuccessful "write settings" attempt using paradigm pal software. The customer was advised to discontinue use of the insulin pump and revert to back up plan per health care provider instructions. The customer was advised that the insulin pump need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was monitored and no unexpected reset alarms or clear setting alarms noted. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked display window and cracked case near display window corners noted during visual inspection.